Manufacturer narrative:
Field service was dispatched to the account and replaced multiple instrument parts to resolve the issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction or deficiency.

Event description:
The account stated that a false positive architect cmv igg result was generated. No data was provided. There was no report of impact to patient management.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.